Event description:
The index procedure ((B)(6) 2015) the patient was treated with an everflex stent in the right common iliac artery. It was reported the patient suffered an instent restenosis in the target lesion. The patient was treated with a silverhawk 6f atherectomy device with improved luminal stenosis, hard residual calcium remained and a cutting balloon was attempted but would not cross the lesion. Another balloon was used followed by cutting balloon angioplasty. Procedure was completed using a drug eluting balloon with excellent improvement of stenosis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.